Manufacturer narrative:
(B)(4). For medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the catheter (lot# 0209573355) found the anchor did not properly detach from the ascenda tool and was not usable. Only the anchor deployment tool was returned, with the anchor still attached/stuck on the hypotube. The proximal side of the anchor was deformed in shape/folded. The anomaly seen was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# 0209607716, implanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a catheter issue occurred during a procedure. The surgeon was implant the catheter attached to a porthales 400m for a trial for intrathecal infusion for a cancer related patient. The anchor from 8780/0209573355 did not dispense from the dispensing tool as it appeared to deform under pressure. Some white silicone could be seen to have jammed inside the tip of the dispensing tool. Closer inspection upon removal from the sterile field suggested the anchor appeared unusually soft and had changed shape. The location of the issues were reported as the distal segment. Visual and tactile assessment outside the sterile filed indicated the anchor was soft but would not dispense from the tool. No temperature issues could be identified in the storage area. No diagnostic testing or troubleshooting was specified. The issue was reported as resolved but the cause undetermined. Implant of the catheter and porthales was completed without any further issues. No patient symptoms were reported but this had increased surgical time slightly. At the time of the report the patient's status was reported as alive-no injury. Otherwise there were no additional complications. It was unknown what medication this device system was to deliver once the catheter was implanted. Should additional information be received a supplemental report will be filed. See manufacturer report # 3007566237-2015-01910 for subsequent events.